Manufacturer narrative:
The full lead was returned and analyzed. Returned product analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Visual analysis of the lead indicated the lead was stretched. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a polarity switch and a lead impedance warning for high impedance. A possible fracture, oversensing and noise. The lead was explanted and replaced, and during the procedure the right ventricular (rv) lead was dislodged, and was also explanted and replaced. No patient complications have been reported as a result of this event.